Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of power cable disconnect alarms and damage to the black power cable of the system controller were confirmed via log file analysis and product testing. The heartmate ii system controller (serial #: (B)(6) ) was returned for analysis, a log file was downloaded for review, and a log file was submitted for review. The log files contained overlapping events spanning approximately 20 days ((B)(6) 2021 ¿ (B)(6) 2021 per timestamp). The controller recorded intermittent power cable disconnect alarms that were not associated with a power source exchange due to power cable faults, occurring on the black power cable. The atypical power cable disconnects occurred while the controller was connected to both battery power and power module power. These atypical alarms occurred at the time stamps of (B)(6) 2021 22:27:54 - 22:27:57, (B)(6) 2021 at 22:45:08 - 22:45:35, (B)(6) 2021 at 07:36:25 - 07:36:33, (B)(6) 2021 at 22:18:52 ¿ (B)(6) 2021 at 02:47:14, and on (B)(6) 2021 at 22:16:08 - 22:19:58 and 22:20:17. All these alarms would clear on their own. There were no other notable alarms in the log file. Pump operation was not affected. The heartmate ii system controller was able to pass preliminary testing. During functional testing, the system controller began alarming for power cable disconnect alarms, confirming the reported event. The controller failed multiple steps of functional testing. During further analysis with a multimeter, it was observed that the brown and blue wires of the black power cable were open. The power cables were stripped, and damage was confirmed to the black and brown wires of the black power cable. The root cause of the reported power cable disconnect alarms were confirmed to be due to damage to the black power cable. The root cause of damage to the black power cable was unable to be conclusively determined in this analysis. Heartmate ii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate ii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had "off and on" alerts to ¿replace power" as well as "low battery alarms¿. This occurred while the system was connected to charged batteries with 3 bars and while on the power module. The patient noted that the black power cable would light up when connected. The patient could not reproduce the alarms by manipulating the cords. The patient stated that the alarms were intermittent but occurred during the entire day. The battery clips and batteries were cleaned and the battery clips were exchanged. The alarms returned once after the battery clip exchange and the patient switched to wall power which resolved the alarms. The patient was asymptomatic during the event and did not report any red battery alarms. Log file analysis captured odd power cable disconnects were also noted while on batteries and power module which appeared to be due to the black power cable. The patient underwent controller exchange due to an issue with the black power cable. The exchange took place without issue. No visual damage was noted to the controller.